Manufacturer narrative:
It was reported on (B)(6) 2025, the patient experienced a skin irritation described as pink, red rash itchy and painful while wearing the electrode - patch - universal 2 channels. The patient mother reported the patient visited the emergency room (ER) with no further details of the medical treatment provided. The patient did not follow the skin prep instructions as the physician used alcohol wipes prior to using scrubbing pad. The patient reported having skin sensitivity. The universal patch was not returned for evaluation. Engineering evaluation was unable to be performed as the universal electrode patch was no returned. The universal patch single use and disposed after use; therefore, it is not likely to be returned. Any skin probable to be a bio-incompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factors were identified and/or attributed to electrode skin irritation and associated symptoms. The patient is pediatric and between 1-18 years of age, performed improper application technique and has known medical/dermatologic conditions. The product labeling advised patients of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
It was reported on (B)(6) 2025, the patient experienced a skin irritation described as pink, red rash itchy and painful while wearing the electrode - patch - universal 2 channels. The patient reported having skin sensitivity. The patient did not follow the skin prep instructions as the physician used alcohol wipes prior to using scrubbing pad. The patient symptoms did improve a few days after removing the device. The flex adaptor and vermed cloth electrodes were ordered. Additional information received on 07 october 2025 patient mother reported visiting the emergency room (ER) with no further details of the medical treatment provided. No further additional information was provided.